Event description:
It was reported that the right ventricular lead was explanted due to high lead impedance (greater than 4000 ohms), and non capture. During a reposition attempt the helix would not extend or retract. No patient complications were reported as a result of this event.